Event description:
Reportedly, the staple jammed after firing and the instrument would not release from the lung. Unanticipated tissue loss occurred. The tissue was cut in order to release the instrument. Patient status fine.